Manufacturer narrative:
Follow-up #1 date of submission 12/22/2015 device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings: a review of the black box data showed two confirmed low cartridge warnings when the remaining insulin reached 20 units. The patient¿s settings were viewed, and it was verified that the low cartridge warning was set to emit at 20 units. During testing, the pump was able to rewind, load, and prime successfully. The pump was exercised for 24 hours with no issues. When the remaining insulin reached 24 units, the pump emitted an audible and visual low cartridge warning. The complaint was not duplicated or verified during the investigation.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not properly alerting the user to a low cartridge issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.